Event description:
.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information was received correcting the device and model number from (B)(4) to (B)(4).

Event description:
Review of the manufacturer's database indicated that the patient had a device and lead replacement and died within one year of implant.